Manufacturer narrative:
No malfunction or motorized wheelchair suspected. The end user reported falling while transferring into the power wheelchair.

Event description:
End user alleges while independently transferring into the motorized wheelchair, her legs gave out and the sear cushion moved causing her to fall. Allegedly, as a result of the incident, the end user was hospitalized.